Event description:
Pt had biventricular pacemaker with automatic defibrillator implanted in 2002. Two mos later, presented to ER with discomfort and concern with persistent defib of device. Pt hospitalized and pacer found to have "inappropriate double sensing of ventricular beats". Pt requested defibrillator mode be turned off.